Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of low and high blood glucose readings and hospitalization from the insulin pump. The customer stated that she was having issues with her pump and her blood sugar went up to 586 mg/dl. The customer stated that she went to the emergency room and was treated. The customer also stated that she had low blood glucose readings for about a week. The customer treated with glucose tablets. The customer was advised to disconnect from the pump, and to check if drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was advised to contact her health care provider if further assistance is needed.